Manufacturer narrative:
Follow-up # 1 date of submission 03/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/14/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During investigation, the keypad was found to be intact; no damage was observed. The complaint of the up arrow and down arrow keypad buttons¿ under response was not duplicated during testing. All of the keypad buttons responded appropriately during testing. The keypad was removed and there was evidence of contamination found under all of the button contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the up and down arrow buttons were under responsive to button presses. The reporter indicated that there was no evidence of damage to the keypad and there was no evidence of moisture or corrosion related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.